Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead inserted into a test sample catheter fully with no anomalies. The lead did not fully insert into the returned catheter due to dried blood obstructing the catheter. The lead stopped inserting after 48 cm had been inserted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead is stuck within the sheath when doing back load. The lead is however able to go through via front load and dilator is able to go through both front and back load. The implanter is unable to expose the lead tip out of the distal end sheath during implant. The lead attempted and not used. No patient complications have been reported as a result of this event.